Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat symptomatic pelvic organ prolapse with fecal incontinence. It was reported that the patient had the concurrent procedures of cystoscopy, sacrospinous ligament vault fixation and anal sphincter plication performed during mesh implantation. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse. It was reported that following insertion the patient experienced pain and bowel problems. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent excision of mesh and cystoscopy on (B)(6) 2013 by dr. (B)(6) due to incapacitating pelvic pain after insertion of vaginal mesh for repair of pelvic organ prolapse at the (B)(6) hospital and medical center, (B)(6).

Event description:
It was reported that the patient underwent excision of mesh and cystoscopy on (B)(6) 2013 by dr. (B)(6) due to incapacitating pelvic pain after insertion of vaginal mesh for repair of pelvic organ prolapse at the (B)(6) hospital and medical center, (B)(6).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.